Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by the patient that during an episode of hypothermia, the patient's heart rate dropped to the 40s, despite the device being programmed to pace at 70bpm. Following the episode of hypothermia, the device appeared to be functioning normally. The device remains in use. No patient complications have been reported as a result of this event.